Event description:
Customer called to report that approximately eight ounces of bloody fluid leaked from near the blood sampling valve (bsv) tray of the coulter lh750 hematology analyzer. The leak was contained within the unit. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found two leaks. The fse resolved both leak issues by replacing the line at the bottom of the needle assembly and the tubing that went into the top of the differential (diff) chamber. The root cause of the leak, therefore, was due to the disconnected tubing at port 1 of the needle assembly and a pinhole in the diff chamber rinse tubing. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).